Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was intermittently oversensing noise at varied intervals after ventricular pacing. Programming changes were made.